Manufacturer narrative:
Device manufacturing review is currently in progress.

Event description:
On (B)(6) 2013, patient presented with an occluded iliac artery. A gore-tex intering stretch vascular graft was implanted in a femoro-femoral procedure. During same procedure, an aorto-uni-iliac graft (unknown manufacturer) was used to re-line an old aaa graft. On (B)(6) 2013, the patient fell while still recovering in the hospital. The gore-tex intering stretch vascular graft had completely transected during the patient's fall. An interposition graft (unknown manufacturer) was placed to repair the torn graft.

Manufacturer narrative:
The manufacturer report submitted on (B)(4) 2014 is being withdrawn because the event was previously reported on (B)(4) 2013 with MFR report #2017233-2013-00736. The event details, device lot number, and patient information were found to be the same.